Manufacturer narrative:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small that is embedded to the hard-plastic cover slipped through the orange hub and become detached. Blood return was observed but it was not excessive. No medical/surgical intervention was required. The physician noticed the issue and decided to remove the sheath and replace it with a new one. The procedure continued without further issues and could be successfully completed. Device evaluation details: the device evaluation has been completed. The device was visually inspected, it was found the vizigo was missing hemostatic valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the vizigo. This finding of the hemostatic valve missing continues to be deemed mre reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001222 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 12-sep-2022, it was discovered the following information was inadvertently omitted from the product investigation conclusion details: ¿an internal corrective action has been opened to investigate the issue of external hemostatic valve dislodgement.¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small that is embedded to the hard-plastic cover slipped through the orange hub and become detached. Blood return was observed but it was not excessive. No medical/surgical intervention was required. The physician noticed the issue and decided to remove the sheath and replace it with a new one. The procedure continued without further issues and could be successfully completed. 3 days after the incident, there was no report of any patient consequence. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction.

Manufacturer narrative:
On 9/21/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).